Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported atrial fibrillation (af) appears to be due to patient conditions as the patient had a history of af. A cause of the reported mitral regurgitation (mr), mitral stenosis, and cerebrovascular accident (stroke) could not be determined. The reported patient effect of atrial arrhythmias, mr, mitral stenosis, and stroke as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the mitral stenosis and stroke requiring hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve however when attempting to grasp the leaflets, the clip became caught in the chordae. The clip was inverted and freed however a primary chord had been torn. The clip was oriented above the valve and the cds dived medially. The cds was corrected and a second attempt at grasping the medial jet was attempted. The clip was placed in the intended area however the patient had atrial fibrillation (af). A second clip was placed on the central a2p2 and the mr reduced 3-4. The patient remained hemodynamically stable throughout the procedure. Post-procedure follow-up indicated that patient had af, mr was severe, and mitral gradient pressure was 9-10mmhg. Three days post procedure the patient suffered a stroke and remains hospitalized. No additional information was provided.